Event description:
Covidien received information that this n20 portable pulse oximeter has missing segments in the saturation of peripheral oxygen (spo2) portion of the display. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).